Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level as well as insulin flow blocked alarm. Customer¿s blood glucose level was 24.1 mmol/l at the time of incident and 28 mmol/l at end of the call. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with manual injection. Customer states the insulin exited. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.